Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the pneumatic module assembly. The fse ran all the tests in accordance to the manufacturer's specifications. All tests were within range. The unit passed all functional testing. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pneumatic interface module with a reported unit failure of the pim failed testing. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pneumatic interface module into the cardiosave test fixture and tested the patient interface module to factory specifications per procedure and the cardiosave service manual. The fat performed the all manifold test . The module failed the membrane differential pressure test, with a result of 14mmhg. The factory specification is +-6mmhg. The patient module failed testing.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units patient interface modules test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10.

Event description:
N/a.